Event description:
It was reported that the patient had experienced bradycardia after an increase in settings. It was reported that the bradycardia had not occurred again, and that the neurologist speculated that the patient needed to adjust to the new settings. It is not known if the bradycardia occurred only with stimulation or was constant. The patient's vns was not programmed on until approximately one month after being implanted. No corrective action is needed as there is no new harm or risk established for the patient or user.